Event description:
The user facility reported to baxter that the device failed to alarm, downstream occlusion, as expected during incoming bio-medical inspection testing. There was no patient involvement.

Manufacturer narrative:
Baxter's on site evaluation concluded that the reported condition, failure to alarm downstream occlusion, was unable to be confirmed. The device was tested and the pump press/downstream occlusion recorder was 28.6psi and is within the recommended specification of 22 +/- 10psi. The device was tested per procedure and released for clinical use to the customer on 02/03/2008. The pump was sent to baxter's product analysis laboratory for further evaluation. A follow up report will be submitted should the results become available. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.